Event description:
After pipetting an antibody screening plate on summit it was observed that no sample or diluent was added to wells a7 through h7. No error was generated. No death or serious injury was associated with this incident.